Event description:
New information received stated that the lead was explanted. Upon explant, externalized conductors due to insulation damage was observed.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 15.0cm and 16.4cm from the tip. The sensing conductor etfe coating was abraded at the same location. Internal abrasion on both the inner and outer insulation was found at 6.3-6.6cm from the distal tip under the proximal end of the rv coil. The sensing cables were visible and the etfe coating on both cables were abraded. This could have contributed to the reported impedance/noise issue.

Event description:
It was reported that the patient received a vibratory alert. Low hv impedance and noise were observed via review of egms. Noise was reproducible with pocket manipulation. The patient reported having used farm equipment. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.